Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 21/2.2 was not detected on the bus; restart and cable reseating were attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer arrived at the station and found no reported failures, requested the customer to log in and performed inventory on main and auxiliary drawers 2.1 and 2.2, with no issues observed. The customer confirmed no recent problems with the drawers, and the station was verified to be functioning as designed. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 21/2.2 was not detected on the bus; restart and cable reseating were attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.